Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 2.25x28mm xience xpedition stent delivery system (sds) was prepped before use with no issues or leaks noted during preparation. The xience xpedition sds was successfully advanced to the target lesion without reported issue; however, the sds completely failed to inflate and was removed without reported issue. Outside the patient's anatomy, the sds shaft was noted to be kinked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.25x28mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue or shaft kink from this lot. Based on the reviewed information, no product deficiency was identified.